Manufacturer narrative:
Patient identifier: requested, not provided. Weight: requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: ir manager. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced in section adverse event problem. A review of the device history record of the product code/lot number combination was conducted with no findings. This report is for the second reported event on the second device used on the same patient.

Event description:
The user facility reported that the angio-seal device involved footplate failed to deploy and was stuck in the sheath. There was no patient injury or surgical intervention required. Additional information was received on 16 feb 2022: it was reported that two angio-seal devices were used on the patient. The anchor would not deploy on the first angio-seal device therefore a second angio-seal was used, and the same issue occurred. A 6fr procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. There was no blood loss. The patient condition was stable. Additional information was received on 17 feb 2022: the angio-seal failed while the device was being deployed. The procedure performed was an arteriogram. A pre-deployment angiogram was performed. Hemostasis was achieved after a groin hold.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. H6: investigation findings - 114 is based upon the evaluation of user facility information and the returned sample; 213 is based upon functional testing of the returned sample. One 6 fr angioseal vip was returned for product evaluation. The returned sample included the carrier tube, hemostasis sheath, and packaging. The device was visually inspected, and found to have been in used condition with visible signs of blood. The hemostasis sheath and carrier tube were returned fully mated and in the fully rear-locked position. The anchor had not been deployed and was visible within the opening at the distal tip. No signs of damage or deformation to the device were identified. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position, and then re-engaged and set to the fully rear-locked position. The anchor was deployed and posted properly to the tip of the hemostasis sheath. Deployment was then tested by manually pulling on the anchor. The anchor, suture, collagen, and tamper tube were able to deploy from the device successfully. The complaint can be confirmed for non-deployment device pullout. The exact root cause cannot be determined. The likely cause was determined to have been an obstruction to the anchor posting to the tip of the hemostasis sheath. The device history report (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).